Manufacturer narrative:
The reported event of error code 255-16-275 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached pictures alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported that error code 255-16-275 occurred during 4 syringe module infusions. The physician was changing out an amicar syringe. He stated, "I stop the infusion, lift the plunger pusher, release the bevel holder, swap out the syringe, and restore the drug followed by a machine prime." There was no report of patient harm.